Manufacturer narrative:
Approximate age of device ¿ 19 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a sudden driveline power fault alarm occurred. The patient was still in the intensive care unit post implant and no direct root cause could be confirmed. No pump stoppages, technical issues or adverse effects to the patient occurred. The driveline showed no visual damage to the percutaneous lead and modular cable. The modular cable and system controller were exchanged but the alarm persisted. The device continued to operate as expected the entire time. A distal end percutaneous lead (driveline) evaluation by the manufacturer's technical service representative revealed the pump working as expected. A driveline compromise internal to the patient was suspected. A pump exchange is being considered by the healthcare professionals. No additional information was provided.

Event description:
It was reported that the healthcare professionals opted to postpone a pump exchange. The patient is in the rehabilitation center and is being closely monitored. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Although the evaluation of the submitted system controller log files confirmed the report of a driveline power fault alarm, a specific cause for these findings could not be conclusively determined through this evaluation. The controller event log file captured a persistent driveline power fault alarm associated with intermittent power a broken faults. These power a broken faults became persistent. The driveline power fault alarm resolved when the driveline was disconnected for the reported system controller exchange. The driveline was reconnected to the primary system controller, and the driveline power fault alarm associated with the power a wire shortly reoccurred. Despite the observed driveline power fault alarms, the pump appeared to have functioned as intended throughout the submitted data. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.